Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. A system check was performed at time of report and the occlusion was found to be within the cartridge. Customer changed the pump supplies to address the issue. Customer was using u-500 insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.